Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined a follow-up by technical support and no further information was available regarding the outcome of the event.